Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the left side is broken where the adjustable handle has 3 holes towards the top, not at a weldment.